Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was found that the drawer had failed and was not detected on the bus. The field service engineer (fse) found that there were no lights on the controller. The fse replaced the drawer controller, configured the drawer, and ran a hardware test application. The drawer functioned properly, and the customer verified the fix. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 6 was failed and unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.